Event description:
It was reported that a nurse was having difficulties making "connection at the area of the cathelon hub" with a one link needlefree IV connector. This was reported to have occurred in the emergency department. This occurrence was noted during patient use but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.